Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a heavily tortuous and calcified lesion located in the right coronary artery. All devices used were inspected after removal from the packaging and no issues were noted. There were no abnormalities in relation to anatomy. The lesion was pre-dilated using a non-mdt sc balloon, with a less than optimal result obtained. The lesion was then pre-dilated using a non-medtronic nc balloon. An attempt was then made to advance the first resolute onyx 3.00mm x 38mm stent. Resistance was encountered when advancing the device. It is indicated that force was used in an attempt to dotter the stent through the tortuosity and calcium. The devices did not pass through a previously deployed stent. It was reported that stent failed to cross the lesion and post removal it was noticed that the stent had deformed. An attempt was made to advance a second resolute onyx 3.00mm x 38mm stent through the tortuous lesion without success and was removed. The procedure was completed successfully using one resolute onyx 3.00mm x 22mm stent and one resolute onyx 3.00mm x 18mm stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 8th stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.